Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, loss of capture and increased threshold were observed on the left ventricular (lv) lead. The physician suspects the position of the lv lead was the cause of this event. No intervention has been performed, and the patient is currently being monitored. The patient was stable following this event with no adverse consequences.